Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided per country's personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1: initial reporter telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a white deposit on the intraocular lens (iol) and it was introduced into the patient's eye as lens was being implanted. The iol was removed from the patient's eye. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: aug 3, 2023. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received covered in viscoelastic residue and therefore alleged inclusions could not be observed. The lens was inadvertently cleaned and scratches which could be attributed to cleaning were observed. Due to the lens being inadvertently cleaned no further evaluation could be performed for the complaint issue with the returned product. The customer provided photo attached in the complaint folder was reviewed and an opaque substance is observed in the eye in the location of the lens. The nature of the substance cannot be confirmed from a photo assessment and therefore no further evaluation could be performed. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.